Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube, and cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly and motor.

Event description:
It was reported that the customer had the pump on and fell in the pool. Customer got it wet and now it its not doing anything. Customer's blood glucose level was 215 mg/dl. Customer stated that the pump was exposed to pool water and there is fluid under the lcd display. Customer stated that there are no cracks on the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.